Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to a component faulty high voltage power supply (hvps) board. The most likely cause is a mechanical problem; however, the cause could not be determined. The most likely cause was age related deterioration of cables causes panel malfunction. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The generator was returned to the service center with a report of not working properly. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, an error e-433 and a faulty high voltage power supply (hvps) board was found. There was no patient involvement.